Event description:
The sales rep reported that when the scrub nurse peeled back the outer packaging lid, the sterile lid came away also. The sales rep added that an identical replacement device was immediately available and therefore there was no delay to surgery time and no adverse consequences were reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.